Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Device evaluation: the lens was observed with one haptic detached. Part of the haptic piece is into the drill hole of the lens. The other lens haptic was observed distorted/bent, confirming the reported issue as ¿haptic damaged¿. Residues of viscoelastics were observed on the lens optic, near the edge. The condition observed is consistent with a lens that has been prepared for surgical use. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The reported issue was verified. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when removing from packaging the intraocular lens (iol) had a broken haptic. There was no patient contact. Procedure was successfully completed using the back up lens. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.